Manufacturer narrative:
(B)(4). There was no product part or lot numbers provided, a complaint review could not be performed. Device history records could not be reviewed as product identification or lot numbers were not provided. The root cause could not be determined by the provided information. As no product was returned; no physical evaluation could be conducted. This device is used for treatment.

Event description:
It was reported that the patient was revised due to breakage, swelling, clicking and popping noise.